Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient was at home and thought they were having a heart attack. The patient experienced feeling dizzy, laid down and called the emergencies. The cgm reading would have been high at that moment, but no alerts sounded (threshold for high alert was 250 mg/dl). When the paramedics arrived, the patient was taken to the hospital. When a fingerstick was taken the blood glucose reading was 500 mg/dl, no cgm reading was reported. The patient was treated with intravenous insulin, fluids, and an unspecified medication for nausea. No further treatment was reported to be needed and the patient was discharged after spending less than 24 hours at the hospital. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. It was found in connection with the reported allegation that on (B)(6) 2025, the estimated glucose values rose above the high alert threshold (250 mg/dl), and the app delivered high alerts at 55% volume from 05:51 pm until the alert was acknowledged at 06:01 pm. At 06:01 pm, the silence all quiet mode was activated for 3 hours. The egvs remained above the high threshold, rising from 273 mg/dl to 352 mg/dl. At 07:01 pm, after the 60-minutes snooze duration, the app delivered silent high alerts until the alert was acknowledged at 08:51 pm, with egvs rising to high (over 400 mg/dl). The app delivered high alerts at 55% volume between 10:15 pm and 11:06 pm. However, at 11:06 pm, the high alert was acknowledged and the silence all quiet mode was activated again from 11:06 pm until 02:06 am on (B)(6) 2025. The egvs remained high (over 400 mg/dl), and the app continued to deliver silent high alerts, with multiple acknowledgements, until egvs returned within range at 04:01 am. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient was at home and thought they were having a heart attack. The patient experienced feeling dizzy, laid down and called the emergencies. The cgm reading would have been high at that moment, but no alerts sounded (threshold for high alert was 250 mg/dl). When the paramedics arrived, the patient was taken to the hospital. When a fingerstick was taken the blood glucose reading was 500 mg/dl, no cgm reading was reported. The patient was treated with intravenous insulin, fluids, and an unspecified medication for nausea. No further treatment was reported to be needed and the patient was discharged after spending less than 24 hours at the hospital. At the time of the report the patient was stable. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.